Event description:
(B)(4).

Manufacturer narrative:
Preliminary analysis made by (B)(4) on 13 may 2015: based on the event description, it seems that the fourth screw was inserted at an unusual trajectory and, moreover, was off-centered. In this position, it is very difficult to fully seat the screw in the plate hole properly because the screw will hardly reach the optimal position. In addition, I suspect that the final locking screw was accidentally screwed prior to the due screw engagement. As a consequence, the four portions (petals) of the screw were expanded resulting in a bigger diameter than the one of the plate. In that case, the users had to remove the screw prior to the exerting of high force, when proceeded with the drilling of the pilot hole using the drill guide, and finally repositioned the screw until fully engaged. This procedure should help the users in the proper screw position in such difficult cases. It is strange that the screw remover broke, in particular for the removal of the screw where the locking screw has to be free to rotate. This means that it was impossible to advance and remove the screw from its position; therefore, we suppose that the locking screw was accidentally screwed. In fact, at the end the screw was properly removed with the dedicated tool with reverse thread (B)(4). About pt harm, there is no risk because usually the surgery can be always completed. In case of screwdriver failure, we have a second one and additionally we have the screw remover. Even if the screwdrivers are partially damaged it is possible to position the screw until full engagement, as long as the pilot hole is prepared properly. This case is just a proof of that. Analysis of the pieces: on 3 june 2015 the retrieved items have been inspected by the same r&d person and he confirmed his preliminary investigation in all its contents. On the code (B)(4) a CAPA file has been opened in order to manage the situation due to the fact that other three cases have been received and reported (mdrs 2015-00013; 2015-00015; 2015-00019).